Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (11.7 mg/ml at 3.556 mg/day), baclofen (198.3 mcg/ml at 60.27 mcg/day), and dilaudid (25 mg/ml at 7.599 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that about 5-7 months ago, the patient had new pain on her right side which was nerve pain. About 4-5 months ago, the patient had new burning pain on her left side from her bra line to her waist. This was new pain and if she had to reach across the bed to grab something she felt ¿like a burning pain¿ and she would not be able to get what she was reaching for. This burning pain was different than nerve pain. About 2-3 months ago, the patient¿s old pain returned. There were a couple of nights she had the original pain in her left leg. This was the pain the pump was implanted for which made her wonder if the pump was not functioning as it should. The pump was covering the leg pain it was implanted for. The symptoms had come on gradually. In (B)(6) 2017, there was a pump volume discrepancy. Normally when they did the refill they pulled out 2.5 to 3 cc of medication that was left in the pump. At the last refill, they pulled out about 8 cc of medication. The patient had never had that much medication pulled out and she was concerned maybe the pump was not working as it should. About 2-3 days ago the patient had new burning agonizing pain on her left side from her waist to her knee. This nerve pain went up the left side and down both legs from her waist to the buttock and down to her knees. Per the patient, if there was a pain rating number higher than a 10 it would be rated higher than 10. On (B)(6) 2017 a CT myloscan was done. The catheter was at t7. The patient was asking questions regarding what the medication could do and if it could cover new nerve pain. The patient had always had an agreement with her doctor that they would fill her oral dilaudid that she took for breakthrough pain and if she was exceeding that amount (1-2 pills 4x/day as needed) they would increase the pump so that she could take less of the oral medication. The pump had always been refilled about every 3 months. The patient mentioned that she worked out with a trainer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.